Manufacturer narrative:
Based on the reported event, this is a case of user error, however, stryker medical has not yet completed an eval of the device. Investigation is underway.

Event description:
It was reported that a nurse has been lifting the back rest incorrectly and that although she was asked to use two hands repeatedly by hospital staff, she continues to use only one and has now allegedly injured herself. It was reported that the nurse injured her back while lifting the backrest.